Manufacturer narrative:
Concomitant medical products: 419388 lead, implanted: (B)(6) 2005; 6944-65 lead, implanted: (B)(6) 2003. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right atrial (ra) lead exhibited intermittent under-sensing. The lead remains in use. No patient complications have been reported as a result of this event.